Manufacturer narrative:
(B)(4). Date sent: 8/31/2021. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes-please provide fax number for me to fax records to. On what date did the explant take place? (B)(6) 2021. What is the lot number of the linx device? Could not find lot number information. When using the linx sizing device what technique was used to determine the size? 15mm. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids/immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Patient unable to tolerate most solid foods and some days liquids. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the dilation of the device other than the reported dysphagia? No. Besides the reported dysphagia, what was the reason for the dilation of the linx device? None. What is the treatment plan for the patient? Removal of linx. Is there an explant date set? Yes. If yes, when is the explant date? (B)(6) 2021. Female. Dob: (B)(6) 1943. 5ft 2in. Additional information received by medical safety officer: I reviewed the additional information received regarding this complaint. Preoperative tests before linx placement showed a 10 cm hiatal hernia and short segment barrett¿s esophagus on endoscopy. Preoperative manometry was performed but I was unable to interpret due to poor image quality. The patient had an endoscopy with 15 mm balloon dilation, 19 months post linx implant. Attachment of test results is large. Some pages are sent in this medwatch. Remaining pages will be sent in additional medwatch.

Manufacturer narrative:
(B)(4). (B)(6) 2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2021. Additional pages from test results sent.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2021 additional pages from test results sent.

Manufacturer narrative:
(B)(4). No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the explant take place? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the dilation of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for the dilation of the linx device? What is the treatment plan for the patient? Is there an explant date set? If yes, when is the explant date? Answer = no additional information for the pc available at this time. No explant date has been scheduled according to the surgeon¿s office. You have permission to reach out to the surgeon. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the explant take place? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the dilation of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for the dilation of the linx device? What is the treatment plan for the patient? Is there an explant date set? If yes, when is the explant date? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that he device was implanted on (B)(6) 2019. The device is to be removed but no date has been set. The patient was dilated a couple of times with no positive results. The patient has chronic dysphagia.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2021. Additional pages from test results sent.